Manufacturer narrative:
The patient suffered from osteogenesis imperfecta (oi). This disease is a genetic disorder causing increased bone fragility and low bone mass. Patients with oi typically endure recurrent fractures and deformities due to bone weakness and the small size of the bone. These fractures and deformities cause chronic pain and limit their walking ability and they are often treated through surgical procedures. Intramedullary rodding remains the best choice for the surgical fixation of the bone in case of fracture or deformity correction. Considering the small sizes of the intramedullary canal, there is a limit of the size of the intramedullary nail that can be placed. Therefore, the risks of re-fracture or bending are always presented in this pathological bone. No matter what nail or rod is being used, revision surgeries are a common occurrence as rods have been shown to bend over time, coupled with progressive limb deformity. Therefore, patients require new rods as they grow. Thus, the risk of implant bending is mostly related to this underlying condition and implant fixation. Minimizing this risk can be achieved by optimizing the implant sizes with the medullary canal diameter and maximizing the stability of the bone segments. Nevertheless, an implant too large can induce bone reabsorption around it (stress shielding) but an implant too small can bend or break more easily.

Event description:
Fd implant was bent inside the patient requiring extraction.